Manufacturer narrative:
Event occurred on an unreported date "since (B)(6) 2019" the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by abdominal pain. The cause and treatment were not reported. The patient was hospitalized for the event and was discharged four days later. At the time of this report, the patient was recovering from the event and pd therapy was ongoing. No additional information is available.